Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 312 mg/dl and a bolus via the pump was delivered to address the bg level. The customer reported that she forgot to deliver a bolus for a meal and that was the cause of the high bg. The customer's bg returned to target level.